Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. Additional information from the field representative revealed that the patient was symptomatic and the perforation could be confirmed trough echocardiogram. The patient underwent surgical intervention to remove the lead, no effusion was observed. No additional adverse patient effects were reported. The lead is not expected to return. The device is not expected to return.